Event description:
It was reported that pump experienced malfunction with malfunction code displayed and no notable events occurred prior to issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance to reset pump, successfully reset malfunction without recurrence, was instructed to continue pump use, and was advised to call back if malfunction returned, which customer acknowledged and understood.